Event description:
It was reported via sales that an edwards bioprosthetic aortic valve was explanted after an implant duration of approximately 9 years. The operative report provided noted the following: 3rd time redo CABG plus redo aortic valve replacement for prosthetic aortic stenosis and insufficiency. The patient experienced worsening dyspnea on exertion. After the surgery, the patient was transferred to ICU in satisfactory condition.

Manufacturer narrative:
Evaluation summary: moderate to heavy calcification is detected in the cusp area of all three leaflets. Also, moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm on leaflet 1, by 3mm on leaflet 2 and by 3mm on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 4mm on leaflet 3. Host tissue is minimal to moderate at the stent outflow and moderate on the stent inflow. Additional manufacturing narrative: device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis and regurgitation leading to this explant, in addition to host tissue overgrowth (pannus). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc. ), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device history record (DHR) review was completed and confirms that this device passed all manufacturing and sterilization inspections. There is no information to suggest a device quality deficiency that may have caused or contributed to this event.